Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using small felxnva delivery system. The annular dimensions of the native valve were perimeter 69.9 mm, perimeter derived 22.1mm and area 368.5. A pre-dilation was performed with a 21mm non-abbott balloon. The valve was successfully implanted. After the procedure, a post dilation was performed due to severe perivalvular leak (pvl). The physician decided to do a valve-in-valve. A new 27mm navitor vision valve was chosen and successfully implanted using a large flexnav delivery system. The final implant depth was 3mm with pvl with mild to moderate pvl. Next day, the physician evaluate post transesophageal echocardiogram (tee) and a trace pvl was present in the patient. A post dilation was performed to address trace pvl. The patient was reported stable with no complications.

Manufacturer narrative:
An event of the perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.